Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.

Event description:
The user facility reports during a knee procedure, the small battery drive was not functioning in reverse. Surgeon used another device to complete the procedure with no further problem and no harm to patient was reported. It is reported procedure was delayed approximately 5 minutes while another device was prepared. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Additional narrative: device was received for evaluation. The reporter's complaint that this small battery drive drill does not function in reverse mode could not be confirmed. The unit was tested and passed all manufacturing specifications. Placeholder.

Manufacturer narrative:
Device is used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Additional narrative: a service history of the past six months has been reviewed. No service history review can be performed. The item has not previously been sent in for service. There is no information relevant to the current complained issue. (B)(4).

Manufacturer narrative:
Additional information: mfg date 10-22-2010.